Event description:
Scalp IV site assessed; small, narrow, elgonated, non-elevated area noted. Skull series ordered; tolerated procedure well. Skull x-ray showed 1 cm cathter- frontal catheter removed, appeared intact.